Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
Consumer reports cathing 4-6 times a day due to retention from ms. He is a long time user of this product for the past 2-3 yrs he has been self catheterizing." He said this has been an ongoing complaint he has had for this product. He said that he has "never received a perfect order," meaning he has never received a monthly order with all the coude tips of each catheter perfectly aligned with notch on the funnel in all the years he has been using this product. He said in most boxes of this product he will find a few coude tips that are not aligned perfectly to the funnel, some more misaligned than others to varying degrees. He said when he inserts it, he only looks at the coude tip and keeps it pointed upwards and has no issues with insertion. He said the concern can occur sometimes upon withdrawal of a misaligned guide notch to coude tip catheter from his urethra since he said the catheters tip can shift a bit when draining his bladder and if he relies on the notch to ensure which way the coude tip is pointing, if it is not aligned (since he cannot see the coude tip inside of him upon withdrawal) it can feel like it "scratches a little bit." He said it is not painful enough to say ouch" but just can feel uncomfortable. Denies any bleeding or further harm." Upon discussion with the consumer, he noted he had reported they are "off 45 to 90 degrees in some cases" he clarified and said this misalignment can vary, some are off by just a little, others are indeed off by "about 45 degrees or more" but states 90 degrees was a little bit extreme stating he was a bit upset when he reported that so it may not be quite to that degree that some are misaligned but again, they are not perfectly aligned as they should be."

Manufacturer narrative:
Batch record review was conducted resulting in following: urinary catheter in question was packed under sap material ID 1718778 - gentlecath glide tmnn ch16 and manufacturing lot4k05602 in amount (B)(4) pieces in october/ november 2024. Catheters were packed on packaging machine p009. Batch record was reviewed and during production was opened no non-confirming. No another complaint was received on lot4k05602 and malfunction code ¿uca-pmc07.04.01 incorrect coude tip alignment (relative to markings) for gentlecath glide." To june 12, 2025. The machine logbook was checked, and no records related to this issue were found. The catheters gentlecath glide tiem ch16 40cm 2c¿ sap material ID 1719141 used in packaging lot#4k05602 were produced under lots 4k05140 (produced on the machine a117 in october 2024) and 4k01592 (produced on the machine a097 in october 2024). No nonconformance has been opened during production of these lots. According to process instruction the indicator on the connector must be positioned correctly depending on the orientation of the bent end of the tubing. The orientation of the connector must be in accordance with the drawing and instruction. The check is carried out in accordance with tm-422 v.2.0. ¿ the results are recorded on g805311 form 3. According to tm-422 v.2.0 point 3.4 product is acceptable if position of connector indicator towards bend tip of catheter is in distance 0- 45 inches in both direction, is defined in the drawing. During production, drawing 60099-b was used. The percentage of affected pieces against lot is 0,0008. Affected quantity is within aql 0,4. This complaint was discussed on complaint review board on june 12, 2025. The issue will be monitored. Based on the picture is not possible to determine if position of connector indicator towards bend tip of catheter is within range. Attendees decided that this is considered an isolated issue and no further actions are required. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to wi-001366 qa data visualization. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.